Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018. Customer¿s blood glucose was 154 mg/dl. Customer suffered from the symptoms like vomiting. Customer treated with intravenous fluid and insulin pump. Customer was wearing a pump at the time of hospitalization. The customer decline troubleshooting for high blood glucose. The product will not return for the analysis.